Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis label evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3057ml. The fill volume was 1800ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this event as the patient did not report any symptoms of overfill. The nurse stated that the patient is currently not feeling well and in the hospital. The nurse confirmed that the cause of hospitalization is unrelated to peritoneal dialysis. Per the nurse the patient is in congestive heart failure. There was no patient injury or medical intervention associated with this event. No further information is available.